Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2206 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. D06937) for female sterilisation. The patient had a medical history of elective abortion, parity 4, multi gravida, hypothyroidism, bleeding genital, endometriosis, pelvic congestion, pelvic adhesions, dysmenorrhea, adenomyosis and pelvic pain. Previously administered products included: nickel for rash and acetaminophen, meperidine and atropine sulfate and norethindrone acetate. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2390 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy /). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: insertion date: as per argus (B)(6) 2016 and as per mr (B)(6) 2016. Discrepancy noted: removal date: as per argus (B)(6) 2022 and as per mr (B)(6) 2022. The device was in good position with 6 trailing coils on right side. A similar fashion was used on the opposite side with 5 trailing coils. On the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: material submitted: uterus cervix and tubes. Clinical history: adenomyosis of uterus. Final diagnosis: uterus, cervix, fallopian tubes, total hysterectomy and bilateral salpingectomy: proliferative endometrium with no hyperplasia; myometrium with adenomyosis; cervix with no specific pathologic changes, no dysplasia; fallopian tubes with no specific pathologic changes; no evidence of atypia or malignancy. Right fallopian tube: tan-purple fimbriated 6.5 x 0.8 cm. Inserted into the proximal aspect of the fallopian. Tube segment has a coiled portion of metal consistent with essure contraceptive device left fallopian tube: tan-purple fimbriated 7.5 x 0.9 cm. Inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device. [Ultrasound scan vagina] on (B)(6) 2022: borderline enlarged uterus, anteflexed with homogeneous myometrium. Peripheral vasculature. Endometrium 9.7mm; cavity depth 7.9cm. Ovaries normal bilaterally. Bilateral essure coils are seen in good position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: lot number, reporters information, medical history and surgical pathological reports were added. Rcc updated, insertion and removal date updated, event onset date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2206 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. D06937) for female sterilisation. The patient had a medical history of elective abortion, parity 4, multi gravida, hypothyroidism, bleeding genital, endometriosis, pelvic congestion, pelvic adhesions, dysmenorrhea, adenomyosis and pelvic pain. Previously administered products included: nickel for rash and acetaminophen, meperidine and atropine sulfate and norethindrone acetate. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2390 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted : insertion date. As per argus (B)(6) 2016 and as per mr (B)(6) 2016. Discrepancy noted : removal date. As per argus (B)(6) 2022 and as per mr (B)(6) 2022. The device was in good position with 6 trailing coils on right side. A similar fashion was used on the opposite side with 5 trailing coils . On the left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: material submitted: uterus cervix and tubes clinical history: adenomyosis of uterus. Final diagnosis: uterus, cervix, fallopian tubes, total hysterectomy and bilateral salpingectomy: proliferative endometrium with no hyperplasia myometrium with adenomyosis cervix with no specific pathologic changes, no dysplasia fallopian tubes with no specific pathologic changes no evidence of atypia or malignancy right fallopian tube: tan-purple fimbriated 6.5 x 0.8 cm. Inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device left fallopian tube: tan-purple fimbriated 7.5 x 0.9 cm. Inserted into the proximal aspect of the fallopian tube segment has a coiled portion of metal consistent with essure contraceptive device [ultrasound scan vagina] on (B)(6) 2022: borderline enlarged uterus, anteflexed with homogeneous myometrium. Peripheral vasculature. Endometrium 9.7mm; cavity depth 7.9cm ovaries normal bilaterally bilateral essure coils are seen in good position. Lot number: d06937, manufacture date: 2014-09, expiration date: 2017-09. UDI: (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.